Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced cylinder weakness when his inflatable penile prosthesis (ipp) was inflated. A revision surgery was performed and saline was added to the reservoir. No components were removed. The patient had a stable outcome.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced cylinder weakness when his inflatable penile prosthesis (ipp) was inflated. A revision surgery was performed and saline was added to the reservoir. No components were removed. The patient had a stable outcome.